Event description:
A nurse contacted baxter's technical svc ctr and stated that a pt reported that a homechoice device had overfilled her during a day fill. The nurse did not have access to the homechoice to verify the therapy log or any readings. The only info she had was the initial drain volume was 3ml, day fill volume was 2000ml, day drain volume was 2900ml, total ultrafiltration (uf) was 1131ml. She stated that the home pt was in pain and distended during day drain. The nurse pause therapy until the home pt felt comfortable then continued on to complete night therapy.